Event description:
The customer reported to olympus the device gave a error (e433) and turns on for a 2 count then restarted over and over with a loud horn noise. The event occurred during preparation for an unknown diagnostic procedure. There was no harm or user injury reported due to the event.

Manufacturer narrative:
A manufacturing and quality control review was performed for device wb91051w with serial number (B)(4). There is no non-conformity associated with this device with respect to the described issue. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Per the evaluation: the reported issue was confirmed, identified the generator board as the cause of the reported issue. Additionally, the connection cable between the lvps and the motherboard was replaced with the new version. Based on the results of the investigation: error e433 is triggered by the safety system of the esg-400 and results in a restart of the generator. If the cause of the error remains, there may be an unlimited number of periodic restarts. Possible causes are: 1) the user activates the foot switch while the generator is booting. 2) faulty foot switch. 3) faulty foot switch. 4) defective cable connection between hvps board and generator board . 5) defective hvps board. 6) defective generator board. 7) defective motherboard. 8) defective relay board. A deeper investigation of generator boards with error e433 found a destroyed transformer tr1 to be the cause. An improved generator board was introduced into production in mid-july 2020. Any error messages that may appear are triggered by the safety system of the esg-400 and communicated visually and acoustically to the user. They are part of the device's own security concept. In particularly critical cases, further use of the device is prevented by the security system until the error has been corrected. In general, the customer is required to check the function of all devices used prior to a procedure. Additionally, according to the IFU, a suitable replacement device must be provided during an application. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to include the device manufacturing date.